Manufacturer narrative:
Approximate age of device ~ 4 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2014. It was reported that the patient connected to 14v batteries to the power module. The patient collapsed and vomited. A red heart alarm was seen and heard on the controller. After 42 minutes the patient changed to battery support and the pump started to run at the set speed. This morning the patient visited the hospital for a check. Log files retrieved and speed drops and pump stops were visible in the log file. The patient was put on a non grounded cable. X-ray of the driveline will be performed. No further information was provided.

Manufacturer narrative:
Manufacturers investigation conclusion: although the reported alarms of pump stop and low-speed events were confirmed via the submitted log file, the cause could not be conclusively determined during this evaluation. The submitted log file captured a low-speed event on 10feb2019 at 6:25. Pump stop events were captured on 22feb2019 between 12:24 am and 1:00 pm. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was later communicated than an x-ray of the driveline was performed and no suspected area was seen. As of (B)(6) 2019 the patient remained on the non grounded cable at home. No further complaints had been noticed.